Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, less than 1mm tip of inserter broke off into sub-cortical bone during anchor insertion. The surgeon did not remove the fragment from the patient. No further information. Additional information requested. Additional information provided 08/10/2021: initial procedure was on (B)(6) 2021. No information is available for the type of procedure performed or how the case was completed.

Manufacturer narrative:
The complaint is confirmed. One ar-8990st device was received. The suture and implant construct was not returned. Visual inspection showed that the distal tip of the inserter was bent, and one of the two prongs on the distal tip was missing. Review of the drawing (c13899 rev 2) of the device shows that the missing fragment is approximately 1mm in length. The cause of the breakage is unknown.